Event description:
The ge oec 9600 fluoroscopy system would not boot.

Manufacturer narrative:
A ge oec service rep investigated the issue and found the low voltage power supply below specification and adjusted above 5 volts. Additionally, the hard drive did not appear to be functioning correctly, so the scsi drive controller was re-seated. The issues were corrected following this repair. The system was released to the customer for use. There was no pt info available from the facility with respect to this issue. No injury resulted or was reported.